Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. The patient had a yeast infection. For treatment, the patient was given diflucan and carbohydrates. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 2 hours. The pod was discarded.